Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A government agency reported that during vitrectomy and intraocular photocoagulation surgery on the left eye, an ophthalmic laser probe did not respond, no laser spot, and no red aiming beam. Surgery was completed on the same day with no patient harm.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event of no laser spot is not considered to be a reportable malfunction and its is not likely that a recurrence would result in serious injury no further reports will be scheduled under mfg report num. 2028159-2024-01261. The manufacturer internal reference number is: (B)(4).